Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 5/25/97. On 5/26/97 after iabp for 48 hrs, the "gas loss" alarm sounded from the pump and blood was noted back into the catheter tubing. The iab was removed and another was inserted. Event complications: none from the event - rpt'd 6/2/97. Pt current status: expired on 5/28-rpt'd 6/2.